Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. According to the complainant, during the procedure, the physician had difficulty retracting the guide catheter from the stent and it became stretched and broke into two pieces. Reportedly, the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary stent was analyzed and a visual evaluation noted that the guide catheter stretched, broken and kinked, push catheter was observed kink and push suture hole torn; consequently, confirming the reported complaint guide catheter stretched and break. However, since the stent did not return it was unable to confirm the failure to deploy. No other issues with the device were noted. The reported event was confirmed. According to the product analysis perform to flexima bili preloaded stent was found with the guide catheter stretched, broken and kinked, also push catheter was observed kink and push suture hole torn, this condition could be caused by the manipulation of the device while introduction into the scope and the anatomy kinking the device delivery system and obtaining as a result letting resistance when guide catheter was pull and torn the push suture hole. Therefore, the investigation conclusion code of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. According to the complainant, during the procedure, the physician had difficulty retracting the guide catheter from the stent and it became stretched and broke into two pieces. Reportedly, the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.